Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as ¿the patient did not wash their hands¿ (no further detail was provided). On an unreported date, in the same month as onset, the patient was hospitalized for the event. On the same day as onset, the patient began treatment for the peritonitis with injection meropenem, IV (intravenously) and injection ceftazidime, IV, 1 gram of each (frequencies not reported). It was reported that the antibiotic treatments would be ongoing for 14 days. Five days after being admitted to the hospital, the patient was recovered and was discharged. On an unreported date, the patient was retrained on aseptic technique procedure. At the time of this report, dianeal and extraneal therapies were ongoing. No additional information is available.